Manufacturer narrative:
Additional MDR's associated with this event: 325141-2018-0303: plate 1, 325141-2018-0304: plate 2, 325141-2018-0306: plate 4, 325141-2018-0307: plate 5, 325141-2018-0308: plate 6.

Event description:
At some point post op, the total wrist fusion plate broke. (Case 3 of 6).